Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device noted scratches on the case. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) recorded pace impedance out of range, measuring at 2500 ohms. In addition, the device also recorded shock impedance out of range, measuring at 250 ohms. The increase in these values coincides with the day on which the patient received anti-tachycardia pacing therapy last february. Since that day, these values have remained constantly out of range. There was no capture in the right ventricular (rv) at maximum output. An x-ray was performed and no fracture was noted on the rv lead. The ICD was explanted and replaced. The rv lead was deactivated but remains implanted and a new rv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, this implantable cardioverter defibrillator (ICD) recorded pace impedance out of range, measuring at 2500 ohms. In addition, the device also recorded shock impedance out of range, measuring at 250 ohms. The increase in these values coincides with the day on which the patient received anti-tachycardia pacing therapy last february. Since that day, these values have remained constantly out of range. There was no capture in the right ventricular (rv) at maximum output. An x-ray was performed and no fracture was noted on the rv lead. The ICD was explanted and replaced. The rv lead was deactivated but remains implanted and a new rv lead was implanted. No additional adverse patient effects were reported.